Event description:
A malfunction was reported involving a tandem pump after the customer fell into water. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.